Manufacturer narrative:
Product complaint # (B)(4). Batch number: p58u6p. Investigation summary: the ec60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge not loaded on the device. The reload was received partially fired (B)(6) 2016 and the one piece sled broken. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete, and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the one piece sled is consistent with high (outside indicated use) staple forming forces. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the hepatectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.